Event description:
A pt reported blood glucose results of 8.3 and 4.3 mmol/l with a lifescan meter, performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.